Manufacturer narrative:
Follow-up #1: date of submission 07/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: the bb shows the pump was manually suspended on (B)(6) 2016 at 23:00; deliveries never resumed. A manual suspend on (B)(6) 2016 15:15 and manual resume at 19:39. A manual time change was made on (B)(6) 2016 from 19:00 to 19:23. Manual suspend (B)(6) 2016 07:42 and manual resume at 12:12. Bolus totals from 2016-04-26 to 2016-04-24 were manually calculated. The manual calculation, recorded bolus totals and bolus tdd¿s add up correctly. The bb shows an eaw-167 ¿ rf timeout warning on (B)(6) 2016 12:15 followed by a 2.0u fully delivered bolus at 12:21. Manually performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range unable to confirm complaint of a pump bolus totals calculating a >5% discrepancy during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of over 600mg/dl with symptoms of dehydration (dizziness and lightheadedness), polydipsia, nausea, vomiting and large ketones. The patient was taken to the emergency room and treated with insulin via injection. Customer support (cs) completed troubleshooting and it was determined that the bolus totals do not match. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.